Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested approximately 50 units of insulin to be delivered. The customer did not deliver the bolus. Reportedly, the customer may have changed the correction factor when the carbohydrate ratio needed to be changed. There was no impact to the customer's blood glucose level. It was noted that the customer would contact their healthcare provider to confirm the pump settings and make the needed adjustments.